Manufacturer narrative:
Device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found the optic torn and haptic broken to the lens. Lens returned damaged. Unable to perform dimensional inspection. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_ 12.1 implantable collamer lens of diopter -10.0/2.0/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a same model/ length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).